Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that, during a coelioscopie procedure, the user had recurring insufflation problems; specifically, the insufflator had trouble building up pressure due to the complexity of the procedure. The procedure was completed with the same device, and was not extended due to the issue. The customer also reported that the insufflation tube was already changed several times. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established as there was no problem detected with the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction is being made to a previously submitted h3 field. H3 field has been updated to no.

Event description:
No additional information received from the customer.